Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 13th related complaint for not clipping on lot # 5208371. Investigation summary: customer returned photos of a bd safe clip from lot # 5208371. Customer states that it is impossible to introduce the needle for cutting, the needle bends as if something were preventing its entry to the cut. The photos were examined and it is unclear and difficult to determine if the cutting hole is blocked from the photos. According with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clipping device safe clip is not cutting. This was discovered before use. The following information was provided by the initial reporter: information collected in retraining the patient. "It is impossible to introduce the needle for cutting, the needle bend as if something were preventing its entry to the cut." "It is informed that since (B)(6) 2020 it presents difficulties with the safe-clip, as it is intended to introduce the needle into the hole, it bends and looks like it has had lost the sharp."